Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe wouldn't fit into the ultrasafe plus x100l png clear before use. The customer reported 36 occurrences of this event. The following information was provided by the initial reporter: in january they had an issue with the samples of materials from (B)(6) in that the syringe would not fit into the device.

Manufacturer narrative:
Investigation: photo was provided to bd medical: pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection of the symptom perceived by customer. Bd will implemented the free fell test and the new version of the instruction - ttb-wi-31033, ttb-sp-31004 - is clearly define that the checking of the free fell assembly of the syringe to the safety device.

Event description:
It was reported that the syringe wouldn't fit into the ultrasafe plus x100l png clear before use. The customer reported 36 occurrences of this event. The following information was provided by the initial reporter: in january they had an issue with the samples of materials from bd tatabanya in that the syringe would not fit into the device.